Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no sdi video-output (1 or 2) was caused by failure of the printed circuit board. It is likely that the failure of the printed circuit board prevented the video-output from functioning properly; however, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no video output from serial digital interface (sdi) 1 and sdi 2. This was found to be caused by a fault within the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera elite ii video system center had a fault with a monitor. The event occurred during preparation for use. The unspecified procedure was completed using a replacement device. The user facility requested an olympus field service engineer to inspect the device on-site. It was determined there was no serial digital interface (sdi) video output 1 or 2. The issue was verified with another monitor on site. There was no report of patient harm associated with this event.